Event description:
Event verbatim [preferred term] skin burns [thermal burn]. Narrative: this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), lot number ap4309, expiration date feb2022, pack of 4 for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient experienced skin burns not long ago on an unknown date. The pharmacist reported "3 fields have flowed together". The action taken in response to the event for thermacare heatwrap was not applicable. The outcome of the event was unknown. Investigations and root cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The return sample is not available from consumer for evaluation the complaint can not be confirmed. The manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The severity of harm assessment received from citi is s3. Product quality complaints provided the following additional information on 16oct2020: this investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from (B)(4), complaint trending guidelines, effective dates (B)(6) 2019 and (B)(6) 2020. A notification of nonconformance was opened (B)(4). This deviation will not change the conclusion of the investigation. Three heat cells are connected to one big heat cell. No cell leaking. In connection with an adverse event (burn of skin). There was reasonable suggestion of device malfunction. The product sample was not returned to the site. Follow-up (28mar2020): new information from pfizer product quality group includes investigation results. Follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: evaluation code updated. Follow-up (16oct2020): new information includes additional investigational results (updated lot trend assessment & rationale and expedite trend assessment & rationale). No follow-up attempts needed. No further information expected., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigations and root cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The return sample is not available from consumer for evaluation the complaint can not be confirmed. The manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The severity of harm assessment received from citi is s3. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from (B)(4), complaint trending guidelines, effective dates (B)(6) 2019 and (B)(6) 2020. A notification of nonconformance was opened (B)(4). This deviation will not change the conclusion of the investigation. Three heat cells are connected to one big heat cell. No cell leaking. In connection with an adverse event (burn of skin).there was reasonable suggestion of device malfunction. The product sample was not returned to the site.

Event description:
Event verbatim [preferred term] skin burns [thermal burn]. Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), lot number ap4309, expiration date feb2022, pack of 4 for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient experienced skin burns not long ago on an unknown date. The pharmacist reported "3 fields have flowed together". The action taken in response to the event for thermacare heatwrap was not applicable. The outcome of the event was unknown. Investigations and root cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The return sample is not available from consumer for evaluation the complaint can not be confirmed. The manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The severity of harm assessment received from citi is s3. Follow-up (28mar2020): new information from pfizer product quality group includes investigation results. Follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: evaluation code updated. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigations and root cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The return sample is not available from consumer for evaluation the complaint can not be confirmed. The manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The severity of harm assessment received from citi is s3.

Manufacturer narrative:
Investigations and root cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The return sample is not available from consumer for evaluation the complaint can not be confirmed. The manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction was yes and the severity of harm assessment received from citi is s3.

Event description:
Event verbatim [preferred term] skin burns [thermal burn]. Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), lot number ap4309, expiration date feb2022, pack of 4 for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient experienced skin burns not long ago on an unknown date. The pharmacist reported "3 fields have flowed together". The action taken in response to the event for thermacare heatwrap was not applicable. The outcome of the event was unknown. Investigations and root cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The return sample is not available from consumer for evaluation the complaint can not be confirmed. The manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction was yes and the severity of harm assessment received from citi is s3. Additional information has been requested and will be provided as it becomes available. Follow-up (28mar2020): new information from pfizer product quality group includes investigation results., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No further investigations or actions is suggested at this time.

Event description:
Skin burns [thermal burn]. Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), lot number ap4309, expiration date feb-2022, pack of 4 for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient experienced skin burns not long ago on an unknown date. The pharmacist reported "3 fields have flowed together". The action taken in response to the event for thermacare heatwrap was not applicable. The outcome of the event was unknown. The severity of harm assessment received from (B)(6) is s3. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out.